Event description:
A (B)(6) male pt who was suitable for endovascular repair, underwent aaa repair (B)(6) 2010. The physician placed zenith flex aaa endovascular graft bifurcated main body, two zenith flex aaa endovascular graft iliac legs and a zenith aaa endovascular graft aaa ancillary component main body extension. On the completion angiogram of the pt's lower abdomen, flow was visible down the limb extensions. Physician noted that there were several "jets" of contrast at several levels from the zenith flex aaa endovascular graft bifurcated main body. Pt had 5000iu of heparin. Pt is well. Physician took a wait and see approach.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.